Event description:
Nurse hung first of 2 bags of potassium chloride that was ordered, as a secondary using the infusion pump, started it and watched to make sure it was dripping. Nurse then assessed the patient then continued to give another medication through the IV. At this time, she noticed the potassium chloride bag was empty. It had only been approximately 5-10 minutes since it had been hung. Unsure as if it had infused into the patient or back flowed into the primary (primary was lower that secondary bag), the pump was put on hold and a nurse practitioner was notified. A stat EKG was ordered and vs were assessed, in which both were normal.